Manufacturer narrative:
The reported not charging with the returned battery was confirmed via functional testing. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Review of the manufacturing documentation confirmed that the associated battery met all requirements for release. Analysis of the battery revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of a faulty cell pair and exhibiting a high max error of 10%, indicative of a unit that is out of calibration. It is likely that the faulty cell pair contributed to the out of calibration condition, which prevents the battery from charging. Heartware has opened an internal investigation to evaluate faulty cells within the battery. The most likely root cause of the reported not charging may be attributed to a faulty cell pair, which likely contributed to the out of calibration condition. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from a (B)(6) site that the led on the charger lights up red when the battery is connected. The battery was replaced. There was no effect on the patient. No further information is available. The investigation is in process. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.